Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. The use of this system is contraindicated for patients with corneal scars (lesions). The contraindications section says: ''lamellar resection for the creation of a corneal flap is contraindicated in the presence of corneal edema, corneal lesions, hypotony, glaucoma, existing corneal implant or keratoconus.'' All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had intralase flap created in cornea. The surgeon attempted a thicker flap due to patient previous condition (cornea scar) but a vertical gas breakthrough occurred. Surgeon decided to convert patient to photorefractive keratectomy and not lift the flap. One procedure lost as a result.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.